Manufacturer narrative:
The microsensor (ID 826653) was not returned for evaluation (discarded); however, a photo was provided. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - based on the provided photo, the complaint is confirmed. Root cause - he likely root cause is drainage lumen is punctured. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The microsensor ventricular catheter kit (ID (B)(6)) was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor ventricular catheter kit (ID (B)(6)) was implanted in the patient on (B)(6) 2021 and was explanted on the same day due to leaking cerebrospinal fluid (csf). The catheter was retrieved in case of infection. Several days later, the patient had fever and was diagnosed of infection with several positive csf test results. A moderate amount of csf leakage was noted. A biochemical analysis of csf, csfrt and immunological examination in cerebrospinal fluid was performed to confirm the infection. There was a delay of 30 minutes and the catheter was not replaced due to patient the condition. The patient received anti-infective therapy, infection was controlled and discharged from the hospital.